Manufacturer narrative:
One infusion pump was returned for evaluation. Visual inspection of the device was found to be good physical condition. A DHR review was performed subsequent to the manufacturing of the device and prior to its release; no problems or issues were identified during this DHR review. Device underwent delivery accuracy testing, and the reported customer complaint was unable to be confirmed.

Event description:
Information was received indicating that at the end of therapy of (doxorubicin, etoposide and vincristine in saline) with smiths medical cadd solis vip pump, it was noted that the pump displayed 104 ml infused and alarmed reservoir low. The reporter indicated that the cassette appeared to contain more volume of medication even though the pump stated 104.3 ml infused out of 105 ml. The reporter indicated that 15 ml remained in the cassette at the end of therapy. The reporter also indicated that the patient reported no unusual events, apart from the patient lying on the line and the pump alarming and restarting when he rolled off it again. No patient consequences were reported no adverse effects were reported.